Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of ¿leakage¿ with the incident lot was observed. Leak testing was conducted under pressurized conditions on the customer samples, and no leakage was identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photo that were received, the customer¿s indicated failure mode of ¿leakage¿ with the incident lot was observed. Upon review of the photo, samples appeared to show some level of blood leakage. Upon leak testing of the customer samples, all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 21 g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set leaked blood drops after use. There was no report of injury or medical intervention.